Event description:
It was reported by the customer that before use the cardiosave hybrid intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement reported.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions)a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse observed that the white hexagonal catheter insertion port on the pneumatic interface module (pim) was rotating freely by hand, preventing proper connection. As a result, a simulated therapy could not be completed during initial testing with a catheter and trainer. This was determined to be an external mechanical issue. The fse replaced the pneumatic module assembly. Following replacement, the unit completed simulated treatment using the testing catheter and trainer without any issues. No critical error logs related to the reported issue were identified. The unit was calibrated and passed all functional and safety tests in accordance with factory specifications.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing department .the failure analysis and testing department received part pim (pneumatic interface module) with a reported unit failure of helium leak. The fat department performed a visual inspection of the part received pim (pneumatic interface module) and found that the pneumatic fitting custom luer is loose and broken.due to physical damage to the pim, it cannot be installed and investigated any further.the failure analysis and testing (fat) department verified that the helium leak in the pim was caused by a broken custom luer fitting. Retaining the pim in fat department per procedure.